Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device did not alarm air in line.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that during a secondary infusion of azithromycin 500mg/250mlwith a primary infusion o f 75ml/hour the nurse visualized air in the patient's tubing set below the device upon completion of the secondary infusion. The nurse tried to back prime the tubing set to remove the air bubbles and was unsuccessful which required the tubing set to be disconnected from the patient and primed manually. The customer stated that there was no harm to the patient nor any medication interventions required to counteract the event as the nurse had stopped the infusion prior to the air reaching the patient. The devices were sequestered and tested by their biomed to find that the devices functioned within specifications leading the customer to believe this event to be an error in priming the device.